Event description:
Literature: richard p, carmel m, hage b, ramsay s, tu le m. A modified approach to patient's selection with improved clinical outcomes in sacral nerve modulation. Can urol assoc j. 2011;5(6):403-408. Summary: this study presents the authors' experience using a three stage procedure for sacral nerve stimulation (sns) for patients with voiding dysfunction in which percutaneous nerve evaluation (pne) is used as a screening tool prior to a staged implant of a percutaneous permanent tined lead followed by an implantable pulse generator. Patients were evaluated 4 weeks after ipg implant and then every 6 to 12 months as needed. The authors concluded that pne is a good adjunct to the staged procedure to select the appropriate candidates for sns, especially with limited budget. Reportable event: one patient underwent surgical revision due to migration of the permanent lead. One patient experienced migration of the permanent lead. One patient experienced lead fracture. One patient developed an abscess and underwent explantation of the device. One patient experienced a superficial wound infection. Two patients experienced ipg "malfunction" and underwent surgical revisions. One patient developed a hematoma and underwent surgical revision. Five patients experienced pain. Four experienced pain at the ipg site and one experienced refractory stimulation. Four of the patients underwent explantation of the device and one of the patients underwent surgical revision.

Manufacturer narrative:
Continuation of concomitant medical products: implanted: unk explanted: unk. The events reported occurred between 2001 and 2008. The exact dates of the events are unknown. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient. The patient information provided in section a is the average for all the patients. At this time no additional information was available, additional information regarding the patient, event, interventions and outcome has been requested.